Event description:
The customer reported several issues with the pump, including an unresponsive touchscreen that required multiple taps. The customer had to manually unlock the pump screen and initiate boluses to ensure their delivery. There was no adverse impact on the customer's blood glucose level reported. The customer declined further troubleshooting regarding the pump issue.